Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2014. It was reported the patient obtained results of ¿390, 382 and 400 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin. Based on the alleged results, the patient reportedly increased her usual dose of lantus insulin (amount not specified). About 1 hour to 1 ½ hours after, the reporter claimed the patient felt symptoms of ¿low blood sugar.¿ specific symptoms were not provided. That same morning, the patient was given ¿2 juice boxes to bring her levels up¿ by a health care professional (hcp). The patient obtained blood glucose results of ¿63 and 92 mg/dl¿ on other devices. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which did not fall within specifications. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results and reportedly developed symptoms suggestive of a serious injury which resulted in medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014). The patient¿s meter and test strips have been returned on 11/11/2014 and 11/24/2014, respectively, and evaluated by lifescan product analysis on 11/13/2014 and 11/26/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/12/2014). The patient¿s test strips have been returned on 11/24/2014 and evaluated by lifescan product analysis on 12/1/2014 with the following findings: additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.